Manufacturer narrative:
Updated: b1, b2, b5, h1, h6, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (braun zmed) 20 millimeter (mm) balloon. Following deployment, no expansion was observed on cusp-overlap technique (cot) view. Left anterior oblique (lao) view revealed slight expansion, however removal of the nose cone was not possible and the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, poor expansion was once again observed, along with signs of infolding. The valve was subsequently recaptured, and the system was withdrawn from the patient. Following withdrawal, the dcs was observed under fluoroscopy, and an infold was confirmed. A new valve was loaded, and a pre-implant bav was performed with a non-medtronic (braun zmed) 22 mm balloon. The valve was positioned and expanded correctly, however an increase in pericardial fluid was observed. The valve was successfully deployed, and no further increase in pericardial fluid was observed. Subsequently, protamine was administered to address the fluid build up. Per the physician, the patient's calcified anatomy and fused bicuspid valve contributed to the infold and under expansion. Additional information was received that an aortic annulus dissection and annulus rupture were observed the same day as the implant. No treatment was reported for the dissection and rupture. Additional information was received that there was a slightly suspicious line noted during the first valve deployment but the procedure moved on to the second deployment, where the fold in the valve frame was confirmed. There was a delay in the procedure as a result of the infold. Per the physician, the patient's valve morphology similar to a bicuspid valve was considered to be a contributing factor to the infold and the computed tomography (CT) findings suggested valve thickening. The aortic annulus dissection and annulus rupture were noticed just before the valve was fully released. Per the physician, the cause of the aortic annulus dissection and annulus rupture was perhaps the balloon dilation. The physician did not attribute the aortic annulus dissection and annulus rupture to either dcs but could not completely rule out the first or second valve although the balloon dilation was considered to be the cause. The condition was managed with drainage. Severe calcification and the suggested valve thickening were patient anatomy factors that contributed to the aortic annulus dissection and annulus rupture.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex, enclosed in a return kit fully submerged in clear 0.2% glutaraldehyde. The valve exhibited discoloration consistent with blood contact. All leaflets are slightly stiff but flexible, possibly due to the blood contact and/or decontamination process. No signs of leaflet damage. Leaflets 1 and 2 were in the open position, while leaflet 3 appeared closed. All commissures appeared intact. Several bent struts were observed around the overall outflow of the valve, which appears consistent with frame misalignment during loading the valve onto the delivery system. Due to the condition in which the device was received, a deployment simulation could not be performed to evaluate the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an aortic annulus dissection and annulus rupture were observed the same day as the implant. No treatment was reported for the dissection and rupture.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 millimeter (mm) balloon. Following deployment, no expansion was observed on cusp-overlap technique (cot) view. Left anterior oblique (lao) view revealed slight expansion, however removal of the nose cone was not possible and the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, poor expansion was once again observed, along with signs of infolding. The valve was subsequently recaptured, and the system was withdrawn from the patient. Following withdrawal, the dcs was observed under fluoroscopy, and an infold was confirmed. A new valve was loaded, and a pre-implant bav was performed with a non-medtronic 22 mm balloon. The valve was positioned and expanded correctly, however an increase in pericardial fluid was observed. The valve was successfully deployed, and no further increase in pericardial fluid was observed. Subsequently, protamine was administered to address the fluid build up. Per the physician, the patient's calcified anatomy and fused bicuspid valve contributed to the infold and underexpansion.